Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. H6 adverse event problem codes: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
It was reported that the patient had their vns device explanted because it kept sliding. Only the generator was removed, the leads are still implanted. No other relevant information has been received to date.